Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
It was reported during the procedure to replace the patient's ipg, (reference MFR report #1627487- 2015-035800) the physician found the epidural lead had high impedance readings. The lead was explanted. A new lead was placed peripherally as the patient had developed scar tissue in the epidural space. Post-op programming provided effective stimulation coverage.